Event description:
It was reported that during a left side idiopathic vt procedure while mapping the left ventricle using a retrograde aortic approach, the patient complained of "feeling funny, fingers tingling" and a few minutes later reported feeling "not right and having pain in the right shoulder." Slight decrease of blood pressure was noted. The physician later noted a small pericardial effusion under fluoroscopy which was confirmed with transthoracic echo. The procedure was immediately stopped. Protamine was given to reverse the heparin. An interventional cardiologist was immediately called to evaluate the patient and perform the pericardiocentesis. Approximately 350cc of blood was drained from the pericardial space. The patient was stable at the time the complaint was reported, and sent to ccu for overnight observation and was discharged the following morning. Only 6 ablations had been performed, but they were not close to the perforation site. The physician remarked that he "pushed a little harder at one point in the heart." The rf generator was set to power-control mode; 45 watts; temperature cut-off setting 40c; catheter flow setting 15cc/min.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed, it was identified that one piece was scrapped; however DHR show the piece was identified during the process prior the final inspection stage and documentation shows the scrap of this piece exist. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, #: (B)(4). In addition, the long sheath used with the ablation catheter in the procedure was a non-bwi sheath (destination sheath). And two reprocessed non-bwi was also used (st. Jude diagnostic catheters); one was in the right ventricle and another in the his location. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).